Event description:
Customer reported that his insulin pump had a delivery anomaly. Customer stated that his insulin pump did not deliver any insulin, because he woke up and his legs felt numb and his insulin pump was alarming no delivery. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit functioned properly. No excessive no delivery alarms or no delivery noted. Unit audible tone/beep functions properly. Unit was received with scratched display window, cracked battery tube threads.